Event description:
It was reported that the device was stripped and deformed. This 0.018 in x 260 cm platinum plus guidewire was removed from its packaging but was unable to be used. It was noted that the device was stripped and deformed. A second device was opened, and the procedure was completed. There were no patient complications.